Event description:
Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report number 3005099803-2023-01706 for the exalt model d controller. It was reported to boston scientific corporation that an exalt model b single use bronchoscope was introduced for use in a bronchoscopy procedure on (B)(6) 2023. During the procedure, the scope was originally working and suddenly the screen went black as if the device was off. The scope and monitor were unplugged and re-plugged, but the image was not restored. A second scope was used to complete the procedure. There were no patient complications as a result of this event.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Problem code a06 captures the reportable event of loss of visualization inside the patient.